Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: model: sc-2218-50, serial: (B)(6), batch: 7171892, upn: m365sc2218500, UDI:(B)(4). Product family: scs-linear leads: model: sc-2218-50, serial: (B)(6), batch: 7172723, upn: m365sc2218500, UDI:(B)(4). Product family: scs-lead fixation: model: sc-4318, batch: 37825207, upn: m365sc43180, UDI: (B)(4).

Event description:
It was reported that the patient had developed an infection. The patient underwent a spinal cord stimulator (scs) explant procedure and the patient was doing well postoperatively and was provided with antibiotics. No further information has been obtained.